Manufacturer narrative:
The device was returned to the manufacturer for investigation. The collet assembly is missing the housing bushing and retaining ring. The quality investigation is pending. This report will be updated if the investigation requires it.

Event description:
It was reported that during an arthroscopic surgery, the washer fell off of the adjustable pin collet. An x-ray confirmed that nothing fell into the patient. There were no adverse consequences to the patient.